Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient recently had one uti after another. The patient had some last year and one in (B)(6) 2019. The patient has gone through two episodes of medications. It was reported that the patient was clear, then had another uti. It was noted that the patient can¿t tell when they are going to the bathroom. No further complications are anticipated